Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient could not charge their device. The patient was getting black boxes and now is not able to get any boxes. The patient also reports that it is taking 5 hours to charge and the charge does not last long. More information stated that the ins was not in overdischarge. The rep used antenna locate and was able to get 8 bars and recharge. The patient reported loving stimulation and impedances were within normal limits. No further information. Patient is doing well and is charging normally. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.